Manufacturer narrative:
D11: sfw kit 9735736 stealth s8 ent EU-sc medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The representative called to report that he tried to load the disk and the disk would not load. He placed the disks in his external cd/dvd drive while plugged into the 3.0 usb port the disk would not load. He checked under file system to see if when the disk was in, if the cd rom displayed and it did not for both the external drive and the systems drive. He changed the external c/dvd drive to the top double usb port placed the software disk into the external drive and the cd rom populated under file system. Rep was able to run disk one.

Manufacturer narrative:
H2) software data was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the medtronic representative (rep) performed additional troubleshooting. The rep tried to load the disk and the disk would not load. The rep placed the disks in his external compact disk/digital versatile disc (cd/dvd) drive while plugged into the 3.0 universal serial bus (usb) port the disk would not load. Technical services (ts) had the rep check under file system to see if when the disk was in, if cd rom displayed. It did not for both the external cd/dvd drive and the navigation drive. The rep changed the external cd/dvd drive to the top double usb port. The rep placed the software disk into the external drive and the cd rom populated under file system. The rep was able to run disk one. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that it took 30 minutes to mount the first compact disk (cd). Then after downloading the first software disk, it said an error had occurred and a debug file was created. During troubleshooting, it was noted that the time was correct. The manufacturer representative (rep) restarted the system many times. Mounting the cd for disk one eventually worked after 20 minutes. Disk 2 would still not mount. The rep rebooted again and this time the reboot took longer than normal. Disk 1 would still not mount. Disk 2 would not mount. Disks would not mount. The rep swapped the system solid state drive (ssd) with a spare he had in trunk stock. After 15 minutes, the compact disk (cd) mounted. The rep also changed the system time to be correct. There was no patient involvement.

Manufacturer narrative:
H3, h6) a software analysis was performed. It was observed that on the date of issue, there was an installation attempt made and, from the install log it was observed that it failed when unpacking instructions for use (IFU) package. From the system's log, an error message was received that indicated a reading and/or corruption issue. Additionally, it was found in the logs that the drive was not detected, which may have caused the reported behavior, however, there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported code, d15, is applicable as well as newly reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.